Event description:
It was reported that this was an arteriotomy closure of a right common femoral artery using the pre-close technique via a 6fr sheath hole prior to an interventional transcatheter aortic valve implantation (tavi). Reportedly, a cuff miss [suture retrieval issue] occurred. The sutures of two new prostyle devices were successfully pre-placed. The sheath was upsized to an 18fr and the tavi procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Based on the information received, the investigation determined that the reported issue appears to be related to operational context. In this case, a likely a cuff miss occurred due to interaction with patient anatomy. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Correction: b2 - death date: updated from ni to na.